Event description:
Additional information received reported that the patient had undergone an MRI scan that showed a centro-spinal ischemia at the level of the lead electrode. The patient was infected and the implants had to be removed. The patient had recovered from his symptoms and was regaining functions of his legs.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead product ID (B)(4), lot# serial# (B)(4), implanted: 2012-(B)(6), product typ extension product ID 37081-60, lot# serial# (B)(4), implanted: 2012-(B)(6), product typ extension.

Event description:
It was reported that the physician proceeded with the implantation of a prime advanced on patient benefiting from a specify 565 electrode. Everything went fine during the intervention but when the patient woke up he was extremely painful. He was experiencing a deep pain in the abdomen (not seemingly as stimulation-induced, according to his description) and of not feeling his legs anymore. The patient went back to surgery on 2012-(B)(6) at around 10pm. The physician checked the patient for any kind of subdural hematoma and even proceeded to another laminectomie two levels above the one that had been used to place the electrode a week before. There was no sign of hematoma or any other anatomic reasons explaining the phenomena. The patient was prescribed a full neurological exam and an MRI for checking for any other anomalies. Results were not known at the time of the report. The patient seemed to experience this "deep" pain sensation during the test as well. The physician suspected that the cause of this event may be psychiatric. It was also noted that during the second intervention, the physician removed the electrode from the epidural space and let all implanted material under the skin surface in case of a hypothetical re-implantation. Harm /injury was noted as partial paraplegia and abdominal pain. Actions required as a result of the event was noted as ongoing clinical exams. Patient outcome was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)